Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an alert for non-sustained right ventricular oversensing. The implantable cardiac defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient was asymptomatic. The oversensing was noted on the stored electrograms. No intervention was performed; the patient will continue to be monitored.